Event description:
Delivery delay during an alarm condition reported. The pump was set to infuse heparin 25,000u in normal saline 500cc at 1000u/hr (20cc/hr) on the primary line at 1905. The pt was experiencing chest pain which was unable to be controlled during the pt's emergency department admission. The pt was being transported to another hospital facility via ambulance. The pump had reportedly been plugged into a wall socket prior to transport. At 1935, the pump reportedly gave a low battery alarm 5 minutes into the transport and then quit. The pump was shut off. The ambulance returned to the hospital base station because of the malfunctioning pump, but the emergency department md directed the ambulance to continue on to the receiving hospital because of the pt's pain/condition. Approx 15 min later, the pump was noted to work when it was turned on. A different medication drip was transferred to this pump from another pump with a similar problem and infused. The pump alarmed for a low battery during the infusion, but ran until arrival at the receiving hospital. No pt harm was reported. On return to the fire station, the pump was plugged into a station plug and it came on as expected.